Manufacturer narrative:
This MDR was originally submitted on 18-dec-2015 as manufacturer report number 3003288808-2015-07026. Ack 1 & ack 2 were received, however ack 3 could not be processed. (B)(4)

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The surgeon reported an overcorrection axis displacement in left eye post lasik procedure, at post operative week one. The patient's refraction changed and visual acuity has worsened. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right left, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. At the visit on site (three days after day of treatment) the fse performed the evaluation of equipment together with a company clinical support specialist. The fse found the test done indicated that the equipment is fine. Review of the logfiles for the day of treatment shows no error messages or warnings during the complete day. During the start up the system passed successfully all initialization steps and conducted tests. The user performed 6 treatments on 3 patients on that day with no further energy check during the runtime of 4 hours (regular energy checks are required according to user instructions). All treatments were finished successfully, without interruptions and with activated eyetracker duyring the completed treatments. Also the monitoring of the energy shows no abnormalities. The logfile shows no deviations or abnormalities which can contribute to the reported issue. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).